Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric procedure, "when entering, the stapler with the black reload, an open staple was seen over the stomach" without even firing the reload. For safety, the reload was changed and there was no damage to the patient. There was no patient consequence.

Manufacturer narrative:
(B)(4).batch # t5ay94. Device analysis: the analysis results showed that one gst60t reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as no staples were noted protruded. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.